Event description:
During service by baxter technician, the device failed accuracy test with under delivery per service shop, the hospital representative stated they have no record of any patien incident involving the pump since the last baxter service event.

Manufacturer narrative:
The pump is in the proces of being evaluated.